Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, he was having problems with bent cannulas and two were not in. By the third infusion set her blood glucose was up to 409 mg/dl, then after her bath it was 430 mg/dl. She removed the infusion set and inserted a new one. Customer declined troubleshooting on the insulin pump and stated she will be vigilant about her blood glucose readings. Customer was advised to speak to her doctor about scar tissue and find sites were she can insert the infusion set.